Event description:
During a lobectomy procedure, there was no staples stapled on one side. It seemed to like there were no staples from the beginning. The procedure was completed with additional suture. There was no adverse consequence to the pt.